Manufacturer narrative:
A visual examination of the returned capio¿ slim revealed that the capio head halves were slightly apart; however, there was evidence that the riveting process had been done correctly. Analysis also revealed that when the capio carrier was actuated three times, it extended and retracted without any issue. In addition, it was actuated (deployed) three times with the suture, and the needle entered in the slot without any issue. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a capio¿ slim was used during an unknown procedure performed on an unknown date. According to the complainant, during the procedure, the suture broke and detached with the needle inside the patient. The procedure was completed with another capio¿ slim. There were no patient complications reported as a result of this event. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
((B)(4). Device component code 3114 is related to device problem code 1069 for the problem of lead suture broke. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio¿ slim was used during an unknown procedure performed on an unknown date. According to the complainant, during the procedure, the suture broke and detached with the needle inside the patient. The procedure was completed with another capio¿ slim. There were no patient complications reported as a result of this event. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.